Manufacturer narrative:
Recal: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number is included in field advisories and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR report # 1627487-2013-19280, 1627487-2013-19281, 1627487-2013-19282, 1627487-2013-19288, 1627487-2013-19289. Note the patient has received 2 ipgs and 3 leads, all devices are being reported. It was reported, the patient experienced pocket heating while charging very shortly after implant. Using the charging guidelines did not resolve the issue. The patient stopped using and charging the scs system for over a year. As a result the ipg is depleted. The patient experienced ineffective stimulation in the pain pattern and unintended stimulation in ribs/chest. Several reprogramming attempts were made to no vail. The sjm representative will meet with the patient. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non reported heating while charging events and other non reported events was expected.